Event description:
Additional info received from surgeon in 2002. The surgeon reports the patient is doing well. He reports the distal catheter was placed in the peritoneal space and it is likely that the proximal segment of the catheter entered the blood vessel in the neck. The surgeon does not believe there to have been a defect in the device the valve is not available for evaluation.

Event description:
During an echo cardiogram of patient in 2002, shunt tubing was noticed in atrium of heart. Surgeon believes distal catheter eroded into vessels and then migrated to the heart. An attempt was made to remove the catheter via vessels in the groin. That was unsuccessful and open surgical procedure was required to remove catheter.